Event description:
Well I started using this medical device called fasciablaster, it's supposed to help with pain and reduce cellulite apparently. Since then I have had increased cellulite, increased spider veins, severe moodiness and anxiety. Also I started having really bad aches in my body to where I'm self medicating. My concern is that this product is fairly new and needs more testing. This product also contains bpa. I know of several women now coming out with possible side effects. I think the inventor should list these problems as side effects and not detox symptoms. Since I used this product I have had to increase my anxiety meds. I will be seeing my doctor about this in june and I will have her do bloodwork to make sure numbers are good.